Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was put on dual anti platelet therapy post watchman procedure. The patient returned for their 45-day follow-up, and a 13mm x 9mm clot was found on the face of the watchman device. The patient was placed on eliquis 2.5mg twice a day and will be reimaged at a later date.